Manufacturer narrative:
Lead model 3387-40, (B)(4), implanted: 2006 (B)(6), explanted: unknown, lead model 3387-40, (B)(4), implanted: 2006 (B)(6), explanted: unknown, lead model unknown, (B)(6), implanted: unknown, explanted: unknown, extension model 748251, (B)(4), implanted: 2006 (B)(6), explanted: unknown, extension model 748251, (B)(4), implanted: 2006 (B)(6), explanted: unknown, adaptor model unknown, (B)(4), implanted: unknown, explanted: unknown, ins model 7428, (B)(4), implanted: 2006 (B)(6), explanted: 2011 (B)(6).

Event description:
It was reported that the patient had a implantable neurostimulator (ins) replaced in (B)(6) 2011. At that time the adaptor was connected behind the ins and the ins stuck out of his chest two inches, the lead was also too tight and he could not straighten out his neck. In (B)(6) 2011, the adaptor was repositioned and the lead adjusted. The patient than began experiencing headaches. On 2011 (B)(6), the lead was replaced and no adaptor used. The patient has subsequently experienced an intermittent shocking or jolting sensation when walking, moving his head in certain positions, or touching the side of his head. It was stated that he feels like "something is loose on the side of his head and the device isn't on". The patient has also experienced a low grade fever between 99-100.5 degrees fahrenheit. Tests were done that were all negative. Additional information has been requested, but was not available as of the date of this report.